Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
A case of pericardial effusion was reported during an atrial fibrillation cryoablation procedure where the nrg transseptal needle was used among other devices. The procedure was aborted, and cardiopulmonary resuscitation was performed along with administration of an epinephrine drip. These interventions were followed by pericardiocentesis, after which the patient went into ventricular fibrillation and was cardioverted. Spontaneous circulation resumed, and the patient was noted to be in supraventricular tachycardia. The patient was transferred to the intensive care unit and was stable on (B)(6) 2021. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.